Manufacturer narrative:
(B)(4). Explanted screw shank and separated tulip assembly were evaluated by nuvasive engineering on (B)(4) 2013. Witness marks on the screw shank head and the split ring internal surface suggest incomplete mating of the tulip to the shank. In addition, an indentation on the spherical surface of the load ring at the proximal end of the screw shank was also observed, which may indicate a high impact load was delivered off-axis. Buckling of the load ring material inside the screw tulip was also observed. It is unknown whether these findings were related to the device failure or whether full assembly of the construct was achieved during implant. The root cause of the event cannot be determined at this time. Labeling review notes the following: "potential risks identified with the use of this device system, which may required additional surgery, include: device component fracture, loss of fixation..." "Care should be taken to ensure that all components are ideally fixated prior to closure."

Event description:
Patient underwent an l4-l5 lateral interbody fusion with an l5-s1 tlif and l4-s1 posterior spinal fusion on (B)(6) 2013. At some point following surgery, the tlif interbody cage migrated posteriorly into the canal. Revision surgery was performed on (B)(6) 2013 to reposition the interbody implant, at which point it was discovered that the right s1 screw tulip was loose and no longer affixed to the pedicle screw shank. The interbody cage was repositioned and the affected pedicle screw was removed and replaced. The patient is reportedly doing well post-revision with no permanent impairment or injury.